Event description:
Since having essure placed in 2013, in which four coils were placed instead of two... I have had severe abdominal pain and swelling, weight gain, hair loss, depression, sever panic attacks. Multiple, almost constant infections including urinary tract infections, yeast infections, vaginal bacterial infections, blood inventions, and infection of my bowels. I have had sever migraines and muscle pain. I have had nerve damage in my back and legs to the point I can no longer do things so simple as drive a car or even sleep at night. I have had almost constant vaginal bleeding for two years since the essure with an extremely heavy flow and largo clots. I have recently been experiencing sever constipation with small amount of blood in my stool. Abdomen spasms so bad to the point I cannot stand or sit. Only lie on my side.